Event description:
A customer sustained a needlestick. Customer states "a nurse was closing a full sharps container when they incurred a needlestick. They lifted the container and was holding it against their abdomen for leverage when they were stuck by a needle protruding through the bottom of the container."